Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer failed to open and unable to recover. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and was unable to recover. A field service engineer removed the drawer from the chassis to inspect the rails and found the bumper stops missing. The field service engineer replaced the bumper stops on the slides to resolve the issue. The system functioned as intended after the field service engineer repaired the device.